Manufacturer narrative:
Only the patient line was returned. The device did not meet the requirements for patency testing due to adhesive occluding the connector. Leak testing could not be completed due to the occlusion. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was to have a lumbar puncture at the hospital the morning of (B)(6) 2018; however, when the doctor p erformed the lumbosacral puncture, they found the external drainage and monitoring system catheter was blocked. The product was replaced, and the patient's status was alive-no injury.